Manufacturer narrative:
Analysis of programming history.

Event description:
It was initially reported by physician that the pt had an increase in seizures a year ago, unk if above or below baseline. Physician did not begin seeing pt until after vns was implanted so the seizure frequency prior to vns was unk. The physician stated the chart indicated a "slight increase in seizures" and she was unsure of the relationship to vns as they are not sure if there were other contributory factors that preceded the onset of the increase in seizures. The pt output current was increased and the increase in seizures resolved. Recently, pt rec'd high impedance during diagnostics, reported in MDR 1644487-2010-02817.